Manufacturer narrative:
The customer indicated that the device was discarded. A rep device from the same lot is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported spray of fluid with subsequent exposure to the healthcare professional. It was reported that as the liner was being removed from the receptal canister, the lid separated from the liner. The customer reported the fluid contents "splashed" onto the healthcare professional. The fluid that sprayed was cleaned up according to the hospital protocol. There were no reported adverse effects to the healthcare professional. No medical interventions were required. Though requested, no additional info was provided.